Event description:
The customer reported to olympus that when powered on the high flow insufflation unit front panel lights up with a failure alarm. The reported problem was found during an unspecified therapeutic procedure. There was no more than a 15 minute delay due to changing devices. No patient involvement or injury was reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event due to a faulty printed circuit board pressure sensor / pressure sensor circuit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the front panel light went out because the cr (circuit) board was defective, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.